Manufacturer narrative:
(B)(4), the customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the bottom and rail were detached from the cover block. The bottom and rail were not returned and there were no staples remaining. It appears that the bottom was not properly welded onto the cover block, which allowed the rail, pusher and staples to fall out of the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. It appears that the bottom was not properly welded to the cover block, which allowed the rail and the staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom and rail detached from the cover block. The bottom and rail were not returned and there were no staples remaining in the device. It appears that the bottom was not properly welded to the cover block, which allowed the rail, pusher and staples to fall out from the stapler. A nonconformance has been opened by the manufacturing site as a result of this issue.

Event description:
It was reported that the stapler was put on the surgery table and all the stapled detached from the stapler.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box lot# 73c2000422 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the stapler was put on the surgery table and all the stapled detached from the stapler.